Manufacturer narrative:
An event of the valve migrating after implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the root cause for the reported migration could not be conclusively determined. However, it was noted that poor quality computed tomography (CT) scan led to underestimation of annular dimensions which could have contributed to the event of migration.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted. The valve was noted to migrate to the ascending aorta right after the seating in the annulus. In the implanter opinion, poor quality computed tomography (CT) scan led to underestimation of annular dimensions, which might have caused the migration. A 25mm navitor valve was implanted (valve-in-valve). The patient was reported to be fine. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.